Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the image was out of focus due to misalignment of image guide mount. Based on the results of the investigation, the possible cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the broncho fiber videoscope there was a distorted view. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.